Manufacturer narrative:
The device was received partially deployed. The hard cannula was observed protruding past the needle well, and the pink slide insert was not seen through the viewing window. No alarms, timeouts, nor drive stalls were observed in the data. The needle deployed and retracted fully upon removal of the chassis from the bottom housing. A hook switch cup was observed underneath the release bar. This extra component caused the release bar to become misaligned. The misalignment of the release bar resulted in increased friction within the needle mechanism, preventing the complete deployment of the slide insert and the slide retract. The additional hook switch cup caused interference within the needle mechanism that ultimately resulted in the needle's inability to retract. The portion of the hard cannula that was exposed was observed to be bent. It could not be determined when this damage occurred to the hard cannula.

Event description:
It was reported the needle did not retract, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.